Event description:
Caller (patient's husband) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 6.8, lab: 4.2. Inratio: 7.3, lab: 4.2.

Manufacturer narrative:
Investigation pending.